Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to initiate therapy on patient using arctic sun device. They keep receiving low flow and air leak alarms 01 and 02 and therapy was stopping. Confirmed nurse had four pads connected, therapy currently stopped. Had nurse empty pads and disconnect pads. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 98 percentage, water reservoir level (wrl) was 5, system hours were 3,817, pump hours were 3,370. Had nurse attach right chest pad holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage. Added right leg and water flow rate (wfr) dropped to 0 l/min. Had nurse move pad to another connection port, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 83 percentage. Suggested nurse place a tape over the other port so that they do not use it. Added left chest water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 83 percentage. Added left leg water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 90 percentage. Walked nurse through disabling manual control and resuming therapy, after a few minutes water flow rate (wfr) was 3.1 l/min, no alerts or alarms. Suggested once therapy was completed, they send the device to biomed for a functional check and check the ports. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated they were trying to initiate therapy on patient using arctic sun device. They keep receiving low flow and air leak alarms 01 and 02 and therapy was stopping. Confirmed nurse had four pads connected, therapy currently stopped. Had nurse empty pads and disconnect pads. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 98 percentage, water reservoir level (wrl) was 5, system hours were 3,817, pump hours were 3,370. Had nurse attach right chest pad holding only the blue tubing and not the clear plastic clamp, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage. Added right leg and water flow rate (wfr) dropped to 0 l/min. Had nurse move pad to another connection port, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 83 percentage. Suggested nurse place a tape over the other port so that they do not use it. Added left chest water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 83 percentage. Added left leg water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 90 percentage. Walked nurse through disabling manual control and resuming therapy, after a few minutes water flow rate (wfr) was 3.1 l/min, no alerts or alarms. Suggested once therapy was completed, they send the device to biomed for a functional check and check the ports. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed fluid delivery line valve. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.